Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
(B)(4). It was reported that there was a shocking or jolting sensation. Jolting started about 3-4 months ago. Sometimes when stimulation was set to a certain level, it would all of a sudden shoot ¿an unbelievable amount of big jolts.¿ at first the patient thought that maybe he was hitting the wrong button. When turned on, sometimes it would be good and other times is would get ¿kind of crazy.¿ it was reported to usually happen when sitting but would also happen when walking or have the stimulation set to a certain place. Stimulation was noted to be very distinct and then the patient would notice a drop in vibration and out of nowhere he would get a jolt. The patient was afraid to increase stimulation due to the jolts. It was unsure if the patient had twisted or bent over wrong. It was also noticed 3-4 months ago that the patient may have not been getting enough strength of stimulation or coverage. The patient was not able to determine if he was getting enough coverage. Stimulation was set up to go both sides. The patient was able to put the left side up and felt some kind of relief from it. If the patient puts the right side up he did not feel any significant change, even though the right side was set up a little higher than the left. The patient was not sure if it was his own condition or the fact that he was not getting the right stimulation anymore. The symptoms were reported to have had a gradual onset. Additional information has been requested to find out if any intervention was needed and the outcome of the event. If additional information is received, a follow-up report will be sent.